Event description:
It was reported the patient underwent sequential onyx embolizations of a cerebral arteriovenous malformation which implicate as the most likely etiology of subsequent acute respiratory distress syndrome. Shortly after the second onyx embolization procedure, the patient declined from respiratory failure secondary to pulmonary edema. Clinical entities typically responsible of pulmonary edema including cardiac failure, renal failure, iatrogenic volume overload, negative-pressure pulmonary edema, and infectious etiologies were evaluated and excluded. The patient required mechanical ventilatory support for several days, delaying operative resection. It was reported the patient was extubated and was discharged home in good condition after sixteen days hospitalization.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).